Manufacturer narrative:
Section d6b: date of explant corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: it was originally reported that the patient was transplanted and whether the outcome was device or therapy related was not provided. However, further information communicated by the account revealed that the event was not related to the device. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp- (B)(6), until (B)(6) 2019 when the patient underwent a heart transplant. The device was not returned for evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that the patient was transplanted on (B)(6) 2019.